Event description:
The patient was reportedly implanted with a stratasis tension-free urethral sling on (B)(6) 2003 and on (B)(6) 2004 at (B)(6) and the gynecare tvt obturator system on (B)(6) 2012 at (B)(6) hospital in (B)(6). The products were implanted in the patient to treat her stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Product expiration date not known as lot number not provided by the complainant. Surgeon name not provided by the complainant. Implant dates for the tension-free urethral sling were (B)(6) 2003 and (B)(6) 2004. Product manufacture date not known as lot number not provided y the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this report has included: a review of the claim allegations. A review of the cbi complaint system. All other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratasis tension-free urethral sling's performance and the alleged injury remains unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up to this MDR will be filed.